Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2019,product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced an irregular shocking sensation/stimulation. It was unknown if there were any external contributing factors. Diagnostics/troubleshooting was performed. The impedances were checked and change of configuration during the past year, which did not bring solution. The lead was replaced. The new lead was connected in the 8-15 slot to take away the eventual issue on the 0-7 port. The impedances were checked and okay. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for the lead revealed the proximal end conductor was broken. Conductor #1 was broken at 2.0 cm from the proximal end of the proximal segment.codes belong to the lead. If information is provided in the future, a supplemental report will be issued.